Manufacturer narrative:
Additional information provided determined that this device was manufactured by (B)(4) with the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Event description:
This additional information received on 03/17/2017 as follows: patient was allegedly treated for pulmonary embolism due to blunt trauma and multisystem injury and claims to have received an implant on (B)(6) 2010 with attempted retrieval on (B)(6) 2010. Patient is alleging tilt, device is unable to be retrieved without further details. Additional information provided determined that this device was manufactured by (B)(4) with the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.